Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps was identified to have a frayed tip that is damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a frayed grip cable at the distal end and the frayed cable strands stuck out at the wrist. The instrument was tested on an in-house system and passed electrical continuity and energy delivery tests. Additionally, the instrument was found to have damage to the conductor wire insulation at the distal end and the conductor wire was exposed as a result. Fa noted the instrument passed the electrical continuity test and also found thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. Fa noted the cause of this failure is attributed to user. Per the review of the instrument logs, the instrument was last used on: system serial - (B)(4) and event date - (B)(6) 2022. The instrument had 10 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.